Manufacturer narrative:
Initial reporter address: full address name of the facility (B)(6). The subject device was received and evaluated . Device evaluation found nozzle was clogged with foreign material. This condition attributed to insufficient cleaning (handling problems). Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Furthermore, the following defects/findings were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Scratch found on scope cover (sc cover), switch box, up/down, right/left knob, forceps elevator (fe) knob, scope connector, universal cord, grip, control unit, protector of universal cord on s-connector side. Suction cylinder found shaved. Electrical connector (el-connector has discoloration due to water leakage). The reprocessing information and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanititized and disinfected prior to sending the device for repair. Facility not aware , noted ¿no¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The possibility that the device was used for the procedure with the foreign material attached to it ¿ the facility noted ¿unknown¿. No further information provided. The time lag between the end of clinical use and the start of pre-washing noted no delay. Flushing the air/water nozzle with water and air water noted- ¿unknown¿. Flushing the air/water nozzle with the detergent solution -noted ¿yes¿ brush points (wiped/brushed the air/water nozzle with clean lint free cloths, brushes, sponges) noted unknown. Facility noted normal, no abnormalities on the accessories used for reprocessing. Kaigen washing machine noted to be the reprocessor machine used for reprocessing. No further information provided. Based on evaluation findings, clogged nozzle was observed on the device and found to be due to foreign material clogged inside the nozzle. The clogged nozzle was the abnormality customer pointed out when the repair request was requested to service repair. The reported issue of "abnormality inside the channel" was confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "abnormality inside the channel." No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling, insufficient cleaning issue ) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material was not removed from the nozzle, resulting in the clog, because reprocessing was not performed in accordance with the instruction for use (IFU). The cause for the foreign material entering the nozzle could not be specified and the nozzle was not reported to have been deformed. Olympus will continue to monitor field performance for this device.